Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump which was being used for suction would not go into reverse. The perfusionist elected to stop using this pump for suction and moved the tubing over to the other sucker pump (two tubes in a single pump). The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This medwatch is related to MDR 1828100-2012-01606. The field service rep (fsr) reported that there was a misunderstanding on how to start the unit in reverse rotation. Investigation is in process, but not yet complete.